Event description:
Arjo was notified of an event involving the typhoon flusher. It was reported that the flusher exploded, causing metal parts to fly toward the wall. The door was torn off, and the device¿s chassis and metal projections were twisted. No injuries were reported. The device was taken out of service, and arjo was requested to perform an assessment.

Manufacturer narrative:
The inspection of the typhoon flusher, performed by an arjo service technician, revealed that the connector in the steam generator was blocked due to a buildup of limescale, preventing steam from passing through. As a result, the pressure inside the steam generator increased significantly, causing it to explode. It was also noted that various error messages had been displayed on the device, indicating that servicing was required prior to the incident. Arjo did not service this device. The facility performs maintenance on their own. The conclusions will be provided within the follow-up report once the investigation is completed. The UDI number is not available as the device was manufactured before UDI implementation

Manufacturer narrative:
The inspection of the device conducted by an arjo service technician revealed that the explosion of the typhoon flusher was caused by a blocked connector in the steam generator. This blockage, resulting from limescale accumulation, prevented steam from passing through, which led to a significant increase in pressure inside the generator and ultimately caused the explosion. Photo evidence confirmed that the device was heavily calcified. According to the typhoon flusher user manual (6001268502): ¿it is the customer¿s responsibility to supply the washer-disinfector with water of the right quality.¿ ¿high hardness will cause limescale deposits in the washer-disinfector, leading to poor cleaning results.¿ furthermore, to ensure optimal water quality, arjo recommends the use of a rinse agent: ¿a mild alkaline solution intended for automated rinsing of human waste containers and system piping to prevent the build-up of hard water scale.¿ additionaly, it was noted during the inspection that the typhoon flusher had been displaying error messages a few months prior to the incident, indicating that servicing was required. Among these was error code f7, which signifies that the disinfection temperature was not reached¿a fault commonly associated with steam generator malfunction. In such cases, restarting the flusher is not possible and requires intervention by a qualified service technician. It was highlighted that arjo did not perform service on this device. The facility carries out maintenance independently and only purchases spare parts from arjo. Therefore, it appears that the customer has knowledge and capabilities typically reserved for authorized service providers and was able to use the device despite the occurrence of errors. The typhoon flusher user manual includes a table listing error codes along with the required actions. For all error codes displayed on the involved device, the instruction is to ¿contact authorized service personnel.¿ the manual also states: ¿periodic maintenance and system testing must be performed to ensure safety and the machine's proper operation.¿ in summary, the findings emphasize the need for proper maintenance practices, compliance with the user manual recommendations, and the use of suitable water quality solutions to prevent technical failures and ensure the safe operation of the typhoon flusher. In relation to the incident, the arjo service technician explained the importance of proper maintenance to the customer. Additionally, arjo would like to offer training for the personnel responsible for maintenance at the facility. Arjo device failed to meet its performance specification. As per the collected information, no injury or other health consequences were reported to be a result of this event. The complaint was deemed reportable due to information indicating that the flusher exploded, which could have posed a risk to individuals in the surrounding area.